Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that the doctor believed the pipeline was to be in two separate pieces. It seemed to have either separated or fractured.

Event description:
Medtronic received information that in a follow up diagnostics found a small leak in an event that used two pipeline devices. The physician treated the patient and believed the pipeline device to have completely fractured and separated. It migrated after deployment. The aneurysm location was vert. It was indicated that the pipelines were used for in an indication that is not approved (off-label). Two pipeline devices were placed by another physician in another city on (B)(6) 2019. A 4.25 was placed distally and a 4.5x16 was placed proximally. Another physician at yet another hospital did a follow up diagnostic on (B)(6) 2020 and noted a "small leak". On (B)(6) 2021 another follow up diagnostic was done at the second hospital with the same doctor who has since retired and was referred to another physician by said doctor at hospital #2. Finally on (B)(6) 2021 the physician treated the patient and believed the pipeline device to have completely fractured and separated. A 5x30 pipeline shield device was placed to cover the aneurysm and two devices still in the patient. Film was obtained and will be shipped in to be reviewed. The angiographic result post procedure were fine.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.